Event description:
It was reported that the equipment of a flogard infusion pump was "out of service." The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4) (B)(6). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an alarm log review. The cause of the reported condition was determined to be a damaged/defective sensor board. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.